Manufacturer narrative:
Concomitant medical products: w3dr01, ipg, implanted: (B)(6) 2020.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture and polarity switch. The rv lead remains in use. No patient complications have been reported as a result of this event.